Event description:
It was reported that a large volume infusor leaked within sealed over pouch. This was identified prior to use. The device contained piperacillin / tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, h11. H4: the lot was manufactured between december 5-6, 2023. H11: the actual device was received for evaluation. Visual inspection was performed which noted fluid inside a bag that contained the unit which suggested a leak had occurred. Further inspection identified a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the breakage was determined to be related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.